Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent capture due to dislodgement was noted on the right ventricular (rv) lead approximately one month post implant. The rv lead was explanted and replaced in the septal wall. No patient complications have been reported as a result of this event.